Event description:
It was reported that this patient with an implantable cardioverter had a non-sustained ventricular tachycardia episode in which anti-tachycardia pacing (atp) was provided however, the atp accelerated the patient's rhythm into ventricular fibrillation (vf). The rhythm did not convert so another round of atp was provided along with a 41 joule shock which did convert the rhythm. This ICD remains in service. No adverse patient effects were reported.